Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s sensor glucose was 240 mg/dl at the time of the event, the difference is outside the acceptable range. Customer sensor glucose reading 260 mg/dl, went down to 240 mg/dl, he has a diff meter and may not be as accurate compared to accuchek, meter reading was 400 mg/dl and there was a big gap. The sensor will not be returned for analysis.